Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on 05/13/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during testing, the pump powered on with the display being dim and discolored with a pink contrast. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).